Event description:
It was reported on a retrospective study that 28 patients underwent correction surgeries of either circumferential mis or two-stage cmis, hybrid pf and full-open pf. Twenty-eight cases were: degenerative scoliosis (n=14), adult scoliosis (n=10), and kyphosis (n=4). Preoperative complaints were: long-standing failure with pain, spinal imbalance, and lumbar radiculopathy (n=10). Depending upon the case, posterior approach was selected from percutaneous pps, mis-pf using cbt, hybrid mis-pf with mini-open limiting to thoracic part, and full-open pf. Items to inspect were: operation time, amount of intraoperative bleeding, recumbent position and cobb angle in standing position, global spinal balance, spino-pelvic parameters, joabpeq, odi, complications, etc. It was reported that 2 patients experienced screw pull out.

Manufacturer narrative:
Clinical results of combined olif and mis posterior approach for adult spinal deformities: yoshihisa kotani, et al, spine and spinal cord center, dept. Of orthopaedic surgery, (B)(4). (B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.